Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient restarted therapy using the same supplies. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
While troubleshooting for a system error (se) 2084, a technical service representative (tsr) discovered a home patient (hp) started therapy over using the same supplies. The tsr reviewed proper procedures with the hp. The tsr also advised the hp to disconnect and start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.